Event description:
The distributor reported to cardiac science, manufacturer, that during an open heart surgery using responder 2000 unit and internal paddle cable (spoon), the physician was unable to deliver a shock. The physician changed the cable which took between 5 to 10 minutes, and was then able to apply the shock.

Manufacturer narrative:
The device has not been returned to csc. Once the product is available, an investigation will be conducted, and the results will be provided in the follow-up reports.